Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer and a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and post-herpetic neuralgia . It was reported that the patient slipped on ice and fell in (B)(6). It was reported to the rep on 1/20/17 that stimulation was neither in anterior thorax nor the low back any longer. The patient was re-programmed twice to no success, fluoroscopy revealed that the leads had moved caudally. The impedances were all within normal limits even after the fall and at every reprogramming session. There was a follow-up and there was still no relief. On (B)(6) 2017 the rep tried to use silent stimulation, and again there was no relief. The patient saw the implanting hcp on (B)(6) 2017 and it showed that both leads had moved caudally by half to a full vertebral body. Lead was revised on (B)(6) 2017. The hcp tried to reposition both existing leads, but at revision one of the leads got a kink in it and was unable to insert the stylet. The lead was removed and a new lead was implanted.

Manufacturer narrative:
Concomitant products: product ID: neu_stylet_acc, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Analysis of the lead (B)(4) found no anomaly. Analysis of the stylet (unknown) found the stim stylet wire was bent. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.